Event description:
It was reported the physician placed a lead into the epidural space, then repositioned the lead. The physician noted cerebrospinal fluid and aborted the procedure. It was reported the next day the pt had a mild headache. Follow up on the pt status found the headache had resolved within 24 hours of the procedure.

Manufacturer narrative:
Results: the complaint was not confirmed; as described in the event details, the customer complaint cannot be analyzed through product analysis alone. Inspection of the returned penta lead revealed no visual anomalies. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.